Manufacturer narrative:
Further information was requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the right ventricular (rv) demonstrated noise oversensing. No intervention was performed. No patient consequences were reported.